Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, with them slowly rising. It was also reported that impedance increased. The rv lead was capped and replaced as the patient was pacemaker dependent. No patient complications have been reported as a result of this event.